Event description:
Technical services received a call on (B)(6) 2012. Caller reported patient had multiple shocks on (B)(6) 2012. There was atrial under sensing and v>a and they went to therapy. Caller needed verification that that is what occurred. Technical services confirmed. Ra lead was implanted on (B)(6) 2010. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).